Event description:
It was reported that several attempts were made to establish telemetry, but the device could not be interrogated. Follow up with the physician's office disclosed the device battery was at end of life status. Patient's rhythm was monitored to determine patient indication for device replacement and it was discovered the patient was in normal sinus rhythm. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.